Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Event description:
It was reported that ongoing altitude alarms occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer administered a correction injection to address the bg. Customer changed the cartridge and continued insulin therapy.